Event description:
Riordan, j., murphy, p. Intrathecal pump: an abrupt intermittent pump failure. Neuromodulation. 2014. Summary: intrathecal baclofen is an established method of treating spasticity. However, this therapy is not without significant morbidity and mortality. The known morbidity associated with intrathecal pumps includes death, infection, and sepsis including central nervous system infection, accidental overdose, wrong drug administration as well as technical failures such as pump or battery failure, catheter migration, or catheter breakage. Medtronic has issued a number of advisories, most recently in june 2013, regarding the safety of the medtronic synchromed ii intrathecal pumps. Reported event: the patient, a (B)(6) gentleman presented to the neurology service with worsening spasticity and pain. He had a prior history of childhood meningitis, complicated by contractures and spasticity of his back, head, and neck. For treatment of this he had a medtronic synchromed ii, model 8637-40, intrathecal pump inserted in (B)(6) 2008, to facilitate intrathecal delivery of baclofen. Sixty-four months post pump insertion, at the request of the neurology service, the patient was reviewed as a matter of urgency by the service. The patient reported that the device had been alarming intermittently for the previous three days. Members of their team heard this at the time of interrogation. His device was interrogated, and this indicated a pump motor stall. The interrogation revealed a motor stall at day 10 post refill lasting for 9 hours 35 min, restarting spontaneously. A second stall occurred at day 11 post refill. This lasted 32 hours 15 min. The pump again restarted spontaneously at its usual rate. Prior to the interrogation the motor had stalled for a third time lasting 9 hours and 3 minutes. The patient reported that he had heard the alarm occasionally in the previous number of days approximately during the times that the pump had stalled. The pump had functioned uneventfully for the preceding 64 months, and the previous refill of the pump, 13 days prior to presenting, had been uneventful. His daily dose of intrathecal baclofen was 2.3 mg/day, administered by simple continuous infusion at a concentration of 2 mg/ml. Therefore; we estimate that he was underdosed by 5.1 mg of intrathecal baclofen over the preceding three days. Reassuringly, he had experienced no seizures, his mental status remained normal, he was apyrexial, and had a normal heart rate and blood pressure. The patient displayed no other features of a gabaergic mediated baclofen withdrawal syndrome other than worsening his spasticity. The patient was commenced on oral baclofen, 30 mg three times daily, which gave some improvement to his symptoms. The pump was explanted and a replacement intrathecal pump was inserted the following day. He was recommenced at his usual dose of intrathecal baclofen. This new pump provided the patient with his usual level of relief and he was discharged soon after, his new pump working well and with the same level of symptom control that the patient experienced prior to the series of stalls. The explanted intrathecal pump device was referred to the medtronic product engineering service. The medtronic engineering department reported that the pump motor compartment showed residue, corrosion, and moisture present on the motor gear assembly, and that the corrosion of the motor gear box is related to the root cause of the reported motor stalls. The other aspects of the pump were within normal limits. The pump passed the drug dispense accuracy test (within 14.5% of desired drug delivery).

Event description:
Additional information was received. The brand of baclofen being delivered with the device system was lioresal.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).